Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the bifurcation between the left anterior descending and diagonal arteries. A 4.0 x 23 mm xience xpedition stent delivery system (sds) was advanced through a 7f guiding catheter. However, the sds became stuck with the guiding catheter and the stent strut became flared. Therefore, the sds was replaced with another unspecified device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received. The lesion being treated was mildly calcified and was 70% stenosed. The left anterior descending artery was mild tortuous. The device was removed as a single unit, and another unspecified xience xpedition stent was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis (stent damage). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. An attempt was made to remove the device and the device again interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.